Event description:
It was reported that stent dislodgement occurred. While unpacking a 16 x 3.00mm taxus¿ liberté¿ drug-eluting stent, the physician removed the plastic protection of the stent when the stent got detached from the balloon. The procedure was completed with another of the same device. No patient complications were reported. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).